Event description:
On 04/27/2009, the lay user/patient contacted lifescan (lfs) alleging the one touch ping meter would power off during testing. Troubleshooting revealed this was not a new meter, the patient had correctly replaced the meter's battery as recommended, the battery contacts were in good condition, and there had been no misuse of the product. The patient did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention. The issue was not resolved. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient did not experience any symptoms, and denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.